Manufacturer narrative:
Hospital is not releasing instrument.

Event description:
Allegedly, at conclusion of a transurethral incision of bladder neck procedure, doctor noted that tip of knife was missing. He located tip, had the pt further anesthetized, and then performed a cystoscopy procedure to remove piece. Both procedures were completed with no impact on pt.